Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this mitral annuloplasty ring, the ring was explanted and replaced with a bioprosthetic valve. The physician reported the ring was not able to resolve the moderate regurgitation. No additional adverse patient effects were reported.